Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported that during a stage two procedure the percutaneous boot set screw chamber became twisted. The boot was temporarily placed after the patient's stage one procedure. The hcp dissected the boot with scissors and turned the set screw chamber back in place. The hcp was able to remove the boot from the lead without damaging the lead. Impedances of the lead were measured to be normal. The patient was doing well and receiving effective therapy.